Manufacturer narrative:
The patient experienced migration of an implanted lead on one side only within 3 months of implant. There are no reports of any specific events that are likely to have directly contributed to the lead movement and the second lead did not experience migration. Migration of implanted components is a known and inherent risk of implantable neuromodulation devices.

Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2025 to treat bilaterl lower back pain. After activating and using the system, the patient reported loss of pain relief on the left side. Imaging found that one of the implanted leads had migrated away from the intended nerve target. A surgical procedure was performed on (B)(6) 2025 to replace the migrated lead. During the procedure the physician also replaced the implantable pulse generator (ipg) and the second lead, despite no problems reported with those components.